Manufacturer narrative:
The referenced camera was returned to the service center for evaluation. The customer's reported issue could not be confirmed as the camera was inspected and tested; the image was normal with no image defected noted. The cable was slightly bent but is not defective. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (B)(4) was informed that the high definition camera head reportedly "shows no picture" which first occurred during an unspecified event. No patient injury or harm was reported to olympus. The camera will be returned for service.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 11 years, since the subject device was manufactured. Based on the results of the investigation, the specific root cause of no image displaying could not be determined at this time. Device evaluation was unable to reproduce the issue. Olympus will continue to monitor field performance for this device.